Event description:
Device report from synthes reports an event in click or tap here to enter text. As follows: it was reported that on (B)(6), 2023, the ria 2 system was used for washing the intramedullary channel. It is used for the first time, and then after imaging, the surgeon decided to use the system again. It was coupled again, and at the time of milling, the surgeon states that the milling cutter was released. When extracting it, it was evident in the x-ray image that fragments of the milling cutter head remained in the intramedullary canal, and could not be recovered. There was no delay in surgery. This report involves one 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that device 03.404.016s, reamer head f/ria 2 ø10 had broken from the tip. The complaint of embedded device cannot be confirmed with the evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 03.404.016s, reamer head f/ria 2 ø10 would contribute to the complained device issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier ¿ fathom manufacturing / inspected and packaged by: monument release to warehouse date: 28_mar-2023. Expiration date: 01-mar-2033. Part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile. Lot number: 5238p71 (sterile). Lot quantity: 50. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m020, ria ii reamer head 12.0mm. Lot number: 4450p70. Lot quantity: 300. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from fathom manufacturing dated 02-feb-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to fathom manufacturing from vacu-braze inc. Dated 08-feb-2023 was reviewed and determined to be conforming. Heat treat results certified to be within specified range. Certificate of compliance supplied to fathom manufacturing from boston centerless dated by elmira on 07-aug-2021 was reviewed and determined to be conforming. Material certification supplied to boston centerless from carpenter dated 09-feb-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø10 was broken from the prongs. The broken fragments of the device were not received in the evidence provided and no other issues were identified. . Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the reamer head f/ria 2 ø10 was unable to performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.